Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.

Event description:
The customer alleges that the catheter detached from the snaplock after placement. The event occurred immediately after the pt was moved to the pt's room from the operating room. A new catheter was inserted.